Event description:
The pt reportedly was not able to hear while using the device. An x-ray revealed that the entire electrode array was outside the cochlea. Revision surgery was scheduled to reinsert the electrode. During surgery, the electrode should not be re-inserted. The device was explanted. The pt was reimplanted with another clarion device.